Event description:
The patient reportedly contracted meningitis in (B)(6) 2014. The patient is bilaterally implanted. The patient was reportedly hospitalized for two weeks. The patient was prescribed antibiotic (type unknown), which were continued for another week after discharge. The patient has reportedly recovered. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.